Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that no delivery alarm was occurred. Blood glucose was 400 mg/dl. Troubleshooting was performed. Customer reported event was resolved by reservoir change. The product will not be returned for analysis.